Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.0 diopter, in the patient's right eye (od) on (B)(6) 2017. During the surgery, the doctor found that the lens was flipped inside the eye and proceeded to immediately remove it. The lens broke in the process. The lens was exchanged intraoperatively for another lens of the same model, size, and diopter. The problem was resolved. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Device evaluation: returned product evaluation found the lens returned dry in a micro centrifuge vial and clear surgical residue on the product. Visual inspection found the lens optic torn, haptic torn and a piece of haptic missing along with clear surgical residue on the lens surface. (B)(4).